Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported by the patient that they went in for a replacement and the procedure was postponed because there was a clog in the artery which was caused by a lead. Follow-up information from the clinic indicates the left ventricular (lv) lead was not able to be replaced on the first attempt due to a thrombus. An epicardial lead was placed at a later date. During the procedure a pericardial window was performed to remove fluid. The lv lead also had high impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.